Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 2020-feb-05 reporting that the implantable neurostimulator (ins) was implanted in the wrong location. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who is implanted with a neurostimulator for spinal pain. It was reported that the patient¿s first implant was implanted in the butt in 2004. About a year later, the patient could not sit down, and it was painful, so the device was moved to the abdomen and then it was fine. There were no further complications reported or anticipated.